Event description:
Patient with heartmate 3 lvad therapy x 4 months presents with fatal large brain bleed with herniation in the setting of stable bp, inr 1.4 and aspirin therapy. Patient was not candidate for surgical intervention, however heroic medical interventions were attempted for inr reversal and brain swelling. Patients family desire withdrawal of care. Patient expired within 24 hours after presenting to hospital.